Event description:
Additional information was received, that the patient had passed away on (B)(6) 2020, due to chronic infection of the driveline exit site. Which had evolved into sepsis as well subarachnoid cerebral infarction and bleeding. Hmii support was withdrawn.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the report of a subarachnoid hemorrhage could not conclusively be established. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The submitted log file contained data from 05jan2020 through 09jan2020 that primarily consisted of pulsatility index (pi) events. No notable findings were identified and the pump appeared to function as intended. The account reported that the patient experienced continued fatigue with an increased inability to get up on their own. The patient also started showing symptoms of confusion and incontinence, and was admitted to the intensive care unit (ICU) for a subarachnoid hemorrhage. A computed tomography (CT) scan was conducted and blood cultures came back positive. The patient was started on antibiotic therapies and anticoagulation management. The account noted that while the patient continued with confusion, there had been improvement. It was later communicated that the patient ultimately expired on 16jan2020 in association with sepsis and the subarachnoid hemorrhage. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from quality assurance or manufacturing specifications. The hm ii lvas instructions for use (IFU) lists stroke, bleeding, and sepsis as adverse events that may be associated with the use of the hm ii lvas. Additionally, information regarding the recommended anticoagulation therapy and inr range is provided in this document, as well as considerations for when there is a risk of bleeding. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Some reasons for pi events include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Finally, this IFU, as well as the hm ii lvas patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the report of a subarachnoid hemorrhage could not conclusively be established. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020 that primarily consisted of pulsatility index (pi) events. No notable findings were identified and the pump appeared to function as intended. The patient remains ongoing on (B)(6). No additional complaints have been reported at this time. The hm ii lvas instructions for use (IFU) lists stroke, bleeding, and local infection as adverse events that may be associated with the use of the hm ii lvas. Additionally, information regarding the recommended anticoagulation therapy and inr range is provided in this document, as well as considerations for when there is a risk of bleeding. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Some reasons for pi events include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Finally, this IFU, as well as the hm ii lvas patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous infections were reported under MFR. Report # 2916596-2018-00350 and 2916596-2017-03259.

Event description:
It was reported the patient was brought in via ems for continuous fatigue, not being able to get up on their own, and confusion. The patient was admitted to the intensive care unit for a subarachnoid hemorrhage. The patient had inr of 4.8 and subjective fevers over the last couple days prior to presentation. The patient had a history of driveline exit site infections and was on prophylactic therapies. CT scan and blood cultures were positive. The patient was started on antibiotic therapies along with anticoagulation management. The patient continued with confusion but did show improvement. No further information was provided.